Event description:
A report was received that the patient was having difficulty charing the ipg. It was also reported tha the patient was experiencing intermittent stimulation. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Event description:
A report was received that the patient was having difficulty charging the ipg. It was also reported tha the patient was experiencing intermittent stimulation. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1132, sn (B)(4). Device evaluation indicated that the patient was having difficulty charging/maintaining a charge despite replacing externals. The complaint was not verified. Upon receiving the device was in hibernation and it was fully charged in one cycle. The battery depletion and sleep current rates were within expected ranges, 3.29 mv and 34 ua respectively when the device was turned off. The device exhibits normal device characteristics.